Event description:
Review of the maude database on (B)(6) 2012, discovered a user facility adverse event report dated (B)(6) 2012, regarding an event on (B)(6) 2012. "Pt noted that his left hip was rotated at an unusual angle and that his leg was noticeably shorter than the other one. Prompted him to see an orthopod who determined that the previous hip prosthesis had failed. Diagnosis: failed left hemiarthroplasty.

Manufacturer narrative:
This report was observed while searching maude database for other items. The user facility reported to FDA only. The company investigated and was unable to confirm that this was their product, what doctor did surgery or when the surgery was performed. Without this info, no further investigation is possible.